Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was unable to get their ins to recharge on (B)(6) 2018. It was reported that the light on the controller was green and then went to yellow. It was reported that the recharger doesn't connect and the antenna was put over every place possible over the ins. The patient attempted to troubleshoot at the time of the call and encountered a ¿screen 75- terminated, recharging ended, lost connection to implant device¿ message. The patient attempted a charging session and the recharger displayed ¿implant battery low, charge now (66).¿ the patient reported that they lost stimulation and that they last felt stimulation on (B)(6) 2018. The antenna locate feature was used and the highest number achieved was 89. The lithium battery pack was reseated in the controller and the problems still persisted. The patient noted that they had always gotten excellent recharge quality prior to the problem. The patient reported that they had recently had a cat scan for cancer (not related to the device) and may have been exposed to electromagnetic interference that could have affected the system. It was reported that the patient would have to see their healthcare provider (hcp) to ¿reset¿ their implant. A manufacturer representative met with the patient and attempted a recharge session and had poor quality. A different recharger was tried and the same issue ensued. The manufacturer representative disabled and then re-enabled the device and saw poor recharge quality. The antenna was repositioned and the caller was able to maintain excellent recharge quality for the rest of the call. It was noted that the optimal charging position was not exactly where the manufacturer representative had been palpating and they marked the location for the patient. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of the ins not recharging and the controller not connecting to the ins was unknown. It was unknown to what extent the emi from the cat scan affected the system. The patient said she called the manufacturer on february 7 or 9 and the issue was unable to be resolved. The patient called the manufacturer representative and they were unable to resolve the issue. The rep called the manufacturer and then reprogrammed the device. This resolved the issue. No further complications were reported.